Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The initial reported event was received on 2015-11-19. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016-02-10. Information was subsequently received on 2016-01-12 and revealed the patient is pediatric. Therefore, this event no longer qualifies for bimonthly reporting and is being submitted as a 30-day report. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to a required magnetic resonance imaging (MRI) scan. At removal the lead was attached appropriately and nothing abnormal was noted about its function. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.